Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges on multiple occasions during the load process. Customer had elevated blood glucose levels reaching (375 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump and has back up manual injections if needed for continued insulin therapy.